Event description:
During a procedure in the cardiac catheterization lab, the shockwave c2 catheter would not connect with the shockwave council. A new catheter had to be used to complete the procedure.